Event description:
Prograsp arm in the davinci xi robot got stuck on gallbladder and would not allow surgeon to engage arm from the console. Emergency break away key used, and surgeon was able to regain control. Spoke to [redacted] the intuitive rep who advised to call dvstat number. Dvstat said that they would put in a work order for arm 4 of the robot in room [redacted] due to surgeon saying this has occurred multiple times for the same arm.